Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received anti-tachycardia pacing (atp) from their implantable cardioverter defibrillator (ICD) for ventricular tachycardia. The atp ended up accelerating the rate which resulted in the patient receiving an inappropriate shock. A slight decrease in the shock impedance measurements from 65 to 45 ohms was also observed. The ICD has been reprogrammed and remains in service. The patient was given medication to address this event. There were no additional adverse patient effects reported.